Manufacturer narrative:
Block h6: imdrf impact code f2301 captures the reportable event of additional device required to remove the stent. Imdrf device code a1502 captures the reportable event of stent first flange difficult to position.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transduodenal to treat a walled-off necrosis (won) during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the physician began releasing the first flange but noticed resistance and did not feel the expected click at the end of the stroke. While attempting to release the flange, the plane was lost, and it was released out of place. The stent was retrieved using rescue forceps and the procedure was then completed by using another axios stent. There were no patient complications reported as a result of this event.